Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a revision due to a fall resulting in a periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. G2: foreign - event occurred in australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b5; d4; d9; g3; g6; h2; h6; h11d4/h11: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided.the reported event could not be confirmed due to lack of product/information. The product involved in the reported event was not returned for investigation; however, a photograph was provided and reviewed. The image appears to show explanted hip femoral prosthesis stem and head components, which confirms a revision has taken place but does not confirm a bone fracture.the device history record was not reviewed due to missing lot number.a review of the complaint history could not be performed due to missing reference and lot numbersa definitive root cause cannot be determined.if any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.